Manufacturer narrative:
Additional information h3: device information was not provided. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported via a legal notification, on or about (B)(6) 2010, the patient underwent a left total knee replacement and was implanted with an exactech optetrak logic comprehensive total knee replacement. On or about (B)(6) 2013, the patient underwent a revision surgery on his left knee, approximately 3 years 6 months post the initial procedure. As a result of defendants¿ failure to properly package the devices prior to distribution, the polyethylene liner prematurely degraded and plaintiff required revision surgeries due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by early and preventable wear of the polyethylene insert and resulting component loosening and/or other failures causing serious complications including tissue damage, osteolysis, permanent bone loss and other injuries. At the time of the revision performed an additional exactech optetrak device which was implanted was part of the recall. The patient experiences daily pain and discomfort in his left knee which limits his activities of daily living and impacts his quality of life. No device returns anticipated due to this being a legal case. No further information.